Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s mother reported via phone call that the reservoir no longer stays in the pump. The part of the insulin pump that the reservoir goes into is cracked. At the time of the incident, the customer¿s blood glucose is 8.9 mmol/l. The insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and minor broken battery tube threads. The battery test cap was installed and hold properly just a minor broken on battery tube lip noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.